Event description:
It was reported that the pt experienced a lack of therapeutic effect which began after he played with his children. High impedances were measured on contact 8, while contacts 9 and 11 showed low impedances (55 ohms, 29ma). The loss of therapeutic effect became worse at 2-2.25 v. X-rays were taken but have not revealed any abnormalities with the system. A neurosurgeon was also going to review the images. The neurostimulator was explanted. Additional info has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.